Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that spo2 dropped to the mid 60's but no alarm sounded. The device was in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) and a philips remote clinical application specialist (cas) spoke with the customer. The event took place between (B)(6) 2025 at 23:28 and (B)(6) 2025 at 00:59. The clinical audit trail (cat) shows that the telemetry was up and functioning until 01:26:51 in bed of2322 at which time the patient was transferred to of2734 in the intensive care unit (ICU). The cat also shows that spo2 alarms were on at the time of transfer. No spo2 alarms were generated in the time period in question, between 2328-0059 while in the ICU. The customer asserts that an spo2 in the 60's was noted but no alarm was generated. The cas informed the biomed of the spo2 desaturation delay time and that the patient would have to be in a condition of desaturation for the extent of the delay time in order to trigger an alarm. This is to prevent alarm fatigue. The customer wanted to know if the patient update could have caused a change in alarms, however the patient update was generated through admit/discharge/transfer (adt) and was likely performed at the registrar, not at the pic ix. The biomed was able to see the active pleth wave and trends at about the time of the stated drop in spo2. The biomed was unable to see a time where the saturation dropped to a level of desaturation or alarms. The biomed agreed to perform a functional check on equipment and it was determined that a field service engineer (fse) would be dispatched to collect logs. However, prior to dispatch, the onsite visit was cancelled by the customer. The customer did not respond to good faith effort attempts by philips to learn the resolution. While preliminary review of the available information suggests there was no actual drop in spo2, a full review of by a philips application specialist was not performed and the investigation could not be completed. The reported issue was not confirmed. If additional information is received the complaint file will be reopened.